Event description:
Customer reports to have received a button error alarm and when attempts were made to resolve issue, customer received an unexpected restart alarm. Customer's blood glucose was unknown. Troubleshooting could not be performed due to buttons not working. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow buttons due to corroded keypad traces. No button error alarms noted. Unable to perform a21 error test due to button keypad anomaly. The insulin pump has cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.